Event description:
It was reported that "during the procedure according to IFU, md found bent guide wire. So md opened up the new kit to finish the procedure". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit including one guide wire within its advancer, an arrow raulerson syringe (ars), and an 18ga introducer needle for analysis. The guide wire was returned within the advancer tube and showed evidence of use. No defects , kinks or anomalies were observed on the guide wire body. Both welds were present and were observed to be full and spherical. The overall length of the guide wire measured 603 mm which is within the specification limits of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.793 mm which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. Functional inspection of the guide wires was performed per the instructions-for-use (IFU) provided with the kit, which states, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into needle to further advance guidewire. Continue until guidewire reaches desired depth." The guide wire was advanced through the returned ars and 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was not confirmed through examination of the returned sample. No defects or anomalies were observed on the guide wire. The returned guide wire met all relevant dimensional/functional requirements, and a device history record review did not identify any manufacturing related issues. Based on these circumstances, no problem was found. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the procedure according to IFU, md found bent guide wire. So md opened up the new kit to finish the procedure". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). UDI related data quality updates only: section d.4. - unique identifier (UDI) # corrected to (B)(4).

Event description:
It was reported that "during the procedure according to IFU, md found bent guide wire. So md opened up the new kit to finish the procedure". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the procedure according to IFU, md found bent guide wire. So md opened up the new kit to finish the procedure". No patient harm or injury. The patient status is reported as "fine".